Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The estimated longevity decreased not as expected, from 56% to 15%, within near one year. It was recommended to the physician to remotely monitor the battery every month until the device triggers elective replacement indicator (eri), after which the plan is to undergo a replacement procedure. This device remains in service. No adverse patient effects were reported.